Manufacturer narrative:
Adverse event (ae) assessment: assessor spoke to the sister of the v-go 20 user. The v-go user lives with her sister. The sister reports that the patient has mental health issues which caused her to be unable to live alone. The sister stated that the patient is forgetful or just refuses to follow directions. She has had multiple episodes of hypoglycemia over the years. The patient wears a libre continuous glucose monitor (cgm), but will ignore alarms or she will hide the monitor in a drawer. Her schedule is very irregular for eating as well as sleeping. She does not always eat lunch. She uses a v-go 20 with novolog insulin. She gives her clicks according to a sliding scale. She was instructed to remove the device at bedtime and reapplies it when she wakes up. This has decreased the number of nocturnal hypoglycemic events. Her symptoms for hypoglycemia are irritability and being combative. The sister tries to treat her with juice and half of a sandwich, but sometimes the patient refuses. There was one episode where the squad was called because the patient was unconscious. The patient was given a prescription for a glucagon injection pen recently. She is a smoker. She does not follow a diabetic diet. She does not exercise. The episode of hypoglycemia which required medical intervention is a serious adverse event. It is unlikely that the device caused or contributed to it. The patient is inconsistent and does not follow instructions. She is forgetful and does not remember how many (bolus) clicks she gave or even if she gave any clicks.

Event description:
The family member of a v-go 20 user reported that the patient's blood sugar has gone low but was fine right now. No additional information was available at the time of intake. The device is not available for return to the manufacturer for evaluation. Upon follow-up, it was reported that the patient was unconscious and the squad was called to administer a prescription glucagon injection pen.